Manufacturer narrative:
The lead was damaged during the explant procedure and is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. All other lead diagnostics were good and stable. It was determined the lead had fractured. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.